Manufacturer narrative:
Covidien reference number: (B)(4). End of life: it was reported that parts are no longer available so the unit will be taken out of service.

Event description:
It was reported that there was no sound heard at set up when starting up the unit. There was no reported patient involvement associated with this event.